Event description:
It was reported that catheter issue occurred. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, a catheter broke in half during percutaneous coronary intervention of mid lad. The stent was placed over fractured portion then retrieved with multiple snares intra operatively. The procedure was completed with the different device. There were no patient complications reported.